Manufacturer narrative:
The impella device is not available for return. Therefore, investigation of the device is not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that there was arrhythmia during impella 5.5 patient support. While on support, the patient experienced ectopy. The team discussed starting amiodarone.